Event description:
Additional information received reported the reason for the extension explant was a local lesion. It was unknown if troubleshooting was done. The system no longer worked due to it not being implanted. The event was still ongoing.

Manufacturer narrative:
It is noted upon further review, the patient code listed is applicable to the event.

Event description:
Additional information received updated 'local lesion' to 'local lesion on the pocket of the neurostimulator.' Additionally, 'solution of continuity at the level of the bottom of the housing of neurostimulation by phenomenon of friction, without sign inflammatory or infectious' was updated to 'skin irritation of the bottom of the housing of the neurostimulator by phenomenon of friction, without sign inflammatory or infectious'.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the event was resolved without sequelae on (B)(6) 2016. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3389-28 lot# 0208153643, implanted: (B)(6) 2014, product type: lead. Product ID: 3389-28, lot# 0208153643, implanted: (B)(6) 2014, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
A healthcare professional from a clinical study reported via a manufacturing representative that during normal use on (B)(6) 2015 there was a local lesion. Solution of continuity at the level of the bottom of the housing of neurostimulation by a phenomenon of friction without sign on inflammation or infection. The event had required in-patient hospitalization, emergency room visit, urgent care visit, unscheduled clinic visit, explant of the neurostimulator and extension/lead on (B)(6) 2015. Devices were not replaced. The neurostimulator had not migrated. This was related to the neurostimulator. The outcome was ongoing. Patient's medical history included depression, essential tremor, attempted suicide, and the patient was currently taking movement disorder and or psychiatric medications. The patient was alive with injury. Further follow-up is being conducted to obtain information about which extension was explanted, reason for extension explant, troubleshooting done, symptoms and outcome. If additional information is received a supplemental report will be submitted.